Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had undergone a lead implantation of the right subthalamic nucleus. After the lead was placed at the target site, intra-operative testing of the electrode impedance was performed using the external neurostimulator (ens) and clinician programmer. High impedance greater than 40,000 on 0, 1 was found right after it was out of the package. It was noted the impedance was checked 3 times and was high all 3 times. The technique and depth stop was checked. There was no change in surgical technique and the depth was not screwed too tight. There was no bending on the led observed. Interventions involved removing the lead and implanting with a new lead. The issue was considered resolved at the time of report. The patient status was alive with no injury. Information received four days later from the representative reported impedance greater than 40,000 on 0<(>&<)>1, 1<(>&<)>2, and 1<(>&<)>3. No complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer apply. Coding has been updated. Analysis of the lead kit 3389-40 quad dbs .5 mm sp 40 cm (lot # 0212439898) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Ported impedance greater than 40,000 on 0<(>&<)>1, 1<(>&<)>2, and 1 <(>&<)>3. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.